Manufacturer narrative:
The following devices were also listed in this report: triathlon prim tib baseplate - cemented; cat# 5520-b-300; lot# fzki; triathlon cr fem comp #3 l-cem; cat# 5510-f-301; lot# unknown; unknown patella; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Surgeon revised a total knee originally implanted approximately 8 years ago. Surgeon did an I&d insert exchange almost exactly 1 year ago but the patient is septic and now. Surgeon removed all the implants and placed a cement spacer in.